Manufacturer narrative:
(B)(4). A CAPA has been opened to further investigate the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside the reservoir of a half day infusor. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 9, 2014 to may 13, 2014. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: visual inspection of the returned device noted a solid white particle, approximately 1.20 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ft-ir) scanning identified the particle to be of polyester material. The cause or origin of the particle was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.